Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose at the time of incident was 82 mg/dl. Troubleshoot was performed. Customer said the pump will squirt out insulin than number of the insulin would not go up but insulin would still squirt out and alarm compromised force sensor system. The alarm occurred during rewind and prime sequence. Drive support was normal. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will be returning for analysis. Customer said drive support was moving during rewind.

Manufacturer narrative:
Findings: compromised forced sensor alarm during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to compromised forced sensor alarm. Motor passed motor test. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.